Manufacturer narrative:
Date rec'd by MFR: 27jun2019. The manufacturer's sales director visited the customer's site and found that batteries were not plugged into the unit. The customer was advised that the batteries should be plugged into the unit and the issue was resolved. There was no battery malfunction. No parts are anticipated to be returned for analysis. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that unit's battery failed. There was no patient involvement.